Event description:
Information received by medtronic indicated that the insulin pen was not giving insulin. Customer stated that the insulin pump was not coming out when customer primes it. The dose dial was broken or damaged. No harm requiring medical intervention was reported. Customer successfully performed troubleshooting and the customer will discontinue to use insulin pen.

Manufacturer narrative:
(B)(4). Customer reports: inpen is not giving insulin. The inpen paired to the commercial app with small pairing dose. The screw is not bent. The leadscrew advances properly when dosing, however, retracts into when dialing doses due to dust/debris under the dose button, on washer, on the dose detent cap and dose knob. Unable to perform functional test due to leadscrew anomaly. In conclusion: the alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. The customer complaint of inpen not giving insulin is confirmed due to leadscrew anomaly.